Manufacturer narrative:
The country of origin is (B)(6). It was noted that the probe b was not aligned in the wash station correctly and was not getting washed and was currently crashing constantly. The probe was changed and purged but the issue persisted.

Event description:
The initial reporter received questionable calcium and glucose results from the cobas 8000 c 702 module analyzer. Sample 1: the calcium initial result was 0.62 and the rerun result was 2.27. Sample 2: the glucose initial result was 32.2 and the rerun result was 4.43. The questionable results were not reported outside the laboratory. The reagent lot numbers and expiration dates were asked for but not provided.

Manufacturer narrative:
The issue with a crashing probe that was not washing properly documented in the initial MDR was incorrect. The correct information is: the rinse tubing was damaged and was replaced on the instrument which appears to have resolved the issue.